Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported tissue damage occurred or there was char on the catheter. An intellamap orion¿ mapping catheter was used during an ablation procedure. After mapping the left atrium, the physician placed the orion catheter inside the pulmonary veins and ablated each vein with the orion inside. The activated clotting time (act) was between 270 and 330 seconds. Ablation was successful and there were no complications for the patient. After the procedure, the physician noticed the splines of the orion were covered in cardiac tissue or char.

Manufacturer narrative:
(B)(4).

Event description:
It was further clarified that the hepranized saline flush flow rate was 2ml/min, not 2ml/hour as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had not been hypercoagulable and act was clarified to have been over 300 seconds. The flushing port had been properly connected to the heparinized saline (1000 units/liter) source and a pressure bag was used to maintain a flow rate of 2ml/hour for the entire procedure. No other fluids had been injected through the flushing port. It was further clarified that the orion had been ¿parked¿ fully deployed in the pulmonary veins during ablation, and the ablation site had been in proximity to the catheter splines. The catheter was in the patient for about two hours.